Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation:l upn: (B)(4), model: db-4600c, serial: na, batch: 24630699.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. Computerized tomography scan and magnetic resonance imaging confirmed that the lead was not in the intended target area. Reprogramming was attempted but little benefit was obtained. The patient underwent a revision procedure in which the lead and the cap and the clip of the burr hole cover were explanted and a new lead and new cap and clip were implanted. The patient is doing well post operatively. The explanted devices were discarded.